Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is not available for return to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of gathering additional information about the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (f&p) representative via our distributor that an mr290v vented autofeed humidification chamber was leaking water due to cracked chamber. There was no patient involvement.